Event description:
It was reported that the patient was admitted due to pre-syncope. Upon implantable pulse generator (ipg) interrogation, high right ventricular (rv) impedance and noise on rv channel were observed. An apparent fracture was confirmed on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr701 implantable pulse generator (ipg), (B)(6) 2005. (B)(4).